Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery to re-insert the electrode array. In situ measurments after the revision surgery showed ten channels involved in short circuits, which was likely related to an air bubble over the reference electrode. Reportedly in situ measurements returned back to normal. The device remains implanted and in use. This is a final report.

Event description:
The user was implanted on (B)(6) 2023. However, the electrode-placement was not ok and a revision-surgery occurred on (B)(6) 2023 with re-insertion of the electrode.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on (B)(6) 2023. However, the electrode-placement was not ok and a revision-surgery occurred on (B)(6) 2023 with re-insertion of the electrode. In situ testing after the revision surgery showed affected channels.